Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads were not easy to access to connect extensions and tunnel. When the doctor pulled them, the distal ends of the leads were bent so that when the boots were to be put on before connecting to the extensions, he was unable to do so. He decided at that point to cut off the most distal electrodes on each lead. Impedances intraoperatively showed electrodes 3, and 11 to be over 20000 as expected. Add'l info has been requested, but was not available as of the date of this report.